Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6), alleging inaccurate results of "175 mg/dl" with the subject meter and an "unspecified" result with another device, performed within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.